Event description:
It was reported that an asymptomatic patient presented after receiving the patient notifier for high hv lead impedance. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.